Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace lead impedance trend data shows min and max a pace varying, over the range for max a pace= 552 to 2160 ohms peak between (B)(4)-2009 to (B)(4)-2011.

Event description:
It was reported that the atrial lead impedance had been trending with a high variability from week to week. The lead remains in use. No patient complications have been reported as a result of this event.